Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported via a phone call from the rn in the operating room to the complaint mgmt. Dept, that while in the operating room the intra-aortic balloon (iab) was prepped and the md inserted the super arrow-flex (saf) sheath in the pt's femoral artery. The md found that the iab became stuck in the saf sheath and removed the iab and saf sheath as one unit. A hematoma was noticed at the insertion site and per the rn "pressure was applied". The md prepped another iab and inserted a new sheath into the contralateral side of the pt. The md then inserted the second iab (unk prod number) without difficulties. There was no reported pt death. Medical/surgical intervention was not required. The delay in therapy was described as the time frame it took to prep and insert the second iab successfully. The pt complication is the hematoma located at the first insertion site. The outcome of the pt is fine.